Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was confirmed, foam particles found inside the blower kit during device evaluation. No other additional contamination was found, and the device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.